Manufacturer narrative:
The device was received not deployed. The download data shows that pulse width timeouts occurred during priming in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. The drive stall prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism before the end of second prime. No damages or defects were found that would contribute to the drive stall. The exact cause of the drive stall and device not deploying could not be determined.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was worn for less than 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.